Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8121963 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd¿ insulin syringe had fluid in the syringes and the syringes leaked. No serious injury or medical intervention was reported. Verbatim: "material no.: 928855, batch no.: 8121963. It was reported by the consumer that there was fluid in the syringes and the syringes leaked. Verbatim: consumer reported fluid in syringes, stated that the syringes leaked. Consumer provided lot # 8121963, 30g, 3/10ml, 8mm (product # 928855). She would not provide any additional information, stated that her attorney advised her not to give any information. She called for mailing address to send syringes for testing. I advised her to have her attorney contact us."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ insulin syringe had fluid in the syringes and the syringes leaked. No serious injury or medical intervention was reported. Verbatim: "material no.: 928855, batch no.: 8121963. It was reported by the consumer that there was fluid in the syringes and the syringes leaked. Verbatim: consumer reported fluid in syringes, stated that the syringes leaked. Consumer provided lot # 8121963, 30g, 3/10ml, 8mm (product # 928855). She would not provide any additional information, stated that her attorney advised her not to give any information. She called for mailing address to send syringes for testing. I advised her to have her attorney contact us".